Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. One cylinder performed within specifications. The other cylinder has holes in the outer layer that were the result of sharp instrument damage that exposed inner segments which probably occurred during removal. There is a crease in the outer silicone layer of this cylinder approximately 32 mm from the font tip that extends approximately 2 mm into the cylinder. This cylinder is functional.

Event description:
It was reported that the patient had his spectra penile prosthesis removed due to unspecified reasons. No additional patient complications were reported in relation to this event.